Event description:
It was reported by service report that the stretcher would start and stop intermittently while using zoom drive function. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Weldment, handle.